Manufacturer narrative:
Review of this MDR and/or additional information received shows there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had stopped golfing about 3 years ago prior to (B)(6) 2020 and that was when they stopped using/charging the ins. It was noted the ins would not charge and needed to be jump-started. A possible overdischarge was reviewed. The caller stated the patient was not able to charge the ins and was getting poor communication on the recharger. The caller stated the patient needed the device and that the patient wakes up in the morning with pain. The caller was redirected to a healthcare provider for assistance. No further complications were reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had stopped golfing about 3 years ago prior to (B)(6) 2020 and that was when they stopped using/charging the ins. It was noted the ins would not charge and needed to be jump started. A possible over discharge was reviewed. The caller stated the patient was not able to charge the ins and was getting poor communication on the recharger. The caller stated the patient needed the device and that the patient wakes up in the morning with pain. The caller was redirected to a healthcare provider for assistance. No further complications were reported or anticipated.